Manufacturer narrative:
Concomitant products: product ID 377860, lot# v001918, implanted: (B)(6) 2006, product type lead; product ID 377860, lot# v001918, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
The patient's lead moved about a year ago. The device did not work since the wires crossed. She would get 'zapped' to the point that her leg would go out. Her battery has depleted so she no longer gets 'zapped.' Her health care provider recommended that a surgical lead be placed. It was painful under the ins site at her hip for several months to the point that she could hardly walk. Additional information has been requested.

Manufacturer narrative:
(B)(4).